Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customers indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced leakage. The product defect resulted in a chemotherapy drug splashing into the nurse's eye. The nurse used an emergency eye wash station, and "was followed up by opthamology." It has not been specified what medical intervention was administered from the ophthalmology department. The following information was provided by the initial reporter: material no: 515052 batch no: unknown. On (B)(6) 2021 etoposide was prepared using optima. The injector was added to the end of the tubing. The nurse attached the chemo line to the patient and heard a "whooshing sound" like air pressure was being let out of a tire. She opened her gloved hand which was holding the injector / connector connection and there was chemo on her glove which then splashed into her eye. Etoposide(chemotherapy) splashed into a nurses eye. She flushed her eyes at the eye wash station, was followed up by opthamology and returned to work on (B)(6) 2021.